Manufacturer narrative:
No evidence at this time that the plug was the cause of the epiphora as epiphora is still present.

Event description:
Pt had herrick plugs inserted in left and right eye in 10/2002. Returned to dr in (B)(6) 2010 complaining of epiphora. Irrigation was not successful and pt had surgery on right lower puncta (B)(6) 2010; a herrick plug was removed.